Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. There was no determined cause as to why thresholds came up. This rv lead was repositioned successfully. No additional adverse patient effects were reported.